Manufacturer narrative:
From the information provided, a general reagent issue could be excluded. The tsh assay from roche diagnostics generally generates values that are higher, compared to the values generated with the tsh assay from abbott. This is known from method comparisons and external quality surveys. The reasons for that mainly relate to the different types of antibodies used, differences in setups of the assays, and differences in standardization methodologies.

Event description:
The initial reporter complained of discrepant results for 10 patient samples tested for elecsys tsh (tsh) on a cobas e 411 immunoassay analyzer compared to the abbott method. Refer to the attached data for the results.

Manufacturer narrative:
The e411 analyzer serial number was not provided. The investigation is ongoing.